Manufacturer narrative:
Device evaluation summary: upon review of the returned device a damage was visible to the dilator immediately distal to the tip of the sheath. The tip of the sheath was damaged with material raised. There was a line of chatter marks 6.4cm in length running along the sheath. Coating presence and visual integrity test was performed to determine if coating was present along the device. Presence of coating was indicated by the presence of red colouring in the correct coating location along the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was attempted to be used to facilitate the delivery of another device . It was reported that there were problems inserting the sheath due to it being used in a calcified femoral artery. It was also noted by the nurse that the sheath did not feel as smooth as it normally does. The sheath was replaced by a 14fr and subsequently with a 16fr sheath with no issues noted. As per the physician the cause of the event was due to the calcified anatomy in combination with a less smoother or non-coated sheath. The physician and other members of the team noted a difference between the first used 16 fr. Sheath and both the subsequent 14 and 16 fr sheaths used. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the cause of the insertion difficulties could not be determined from the films provided. Films during the event at implant were not provided. Pre-implant CT¿s revealed that the patient did not have an aneurysmal aorta, and the thoracic and abdominal aorta were not appreciably tortuous. However, areas of calcification were seen primarily within the abdominal aorta, distal aorta, and iliac arteries bilaterally. It is possible that vessel calcification may have contributed to the events. The reported sheath not feeling as smooth as normal may have also contributed. The device has been returned; rgi is pending and the results of the returned device investigation will be in another report. If information is provided in the future, a supplemental report will be issued.